Event description:
It was reported that the system controller user interface (ui) membrane lifted in the implant kit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There was no patient consequence as result of the event. The system controller was in use but was not in an event where it may have been exposed to water. The system controller was not returned and there were no photos of the interface.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a lifted membrane on the system controller was not confirmed. The system controller (serial number (B)(6) was not returned for analysis, and no photos of the controller were provided. Available information indicates that there were no patient consequences as a result of the event and that the controller was not in use in an event where it may have been exposed to water. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.